Event description:
Bd product no. 36 6357 after sticking pt's finger, the needle portion of the lancet stuck to phlebotomist's gloved thumb and pulled out of the safety shield causing the phlebotomist to be stuck. These are designed to prevent needle sticks, normally you cannot remove the needle from the safety shield.